Event description:
In 2006, the pt was implanted with gore tag thoracic endoprosthesis. A proximal type 1 endoleak was noted (unk date). The following month, the pt was implanted with gore tag thoracic endoprosthesis. The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs.